Manufacturer narrative:
This report is submitted on april 27, 2017. (B)(4).

Event description:
Per the clinic, the patient developed redness, skin overgrowth and pain at the implant site. Subsequently, the patient was treated with corticosteroid infiltrations, corticoid cream and infiltrations with kenacort. Additionally, the patient was placed under general anaesthesia in order to replace the abutment. (Treatment dates not reported).